Manufacturer narrative:
(B)(4). This report is being submitted late due to a delay by a manufacturer employee. A process improvement plan and training are in place. Device has been returned to the manufacturer for analysis. A follow-up report will be sent when the analysis is complete.

Event description:
The scrub tech and physician could not get back fluid easily; the suction was not as tight as it usually was. They tried reconnecting the needle and used different syringes; there was really not any difference. A bit of fluid came out, but the physician did not want to implant in case the pump was defective. The pump was not implanted.